Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl13.2 implantable collamer lens, -11.0/+1.5/055 (sphere/cylinder/axis), into the patients left eye (os), on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned, the surgeon reporting low vault and lens rotation; the problem was not resolved. The lens was exchanged with a longer lens on (B)(6) 2020 and the problem was resolved. The cause of the event is reported as device and patient-related factor, "icl rotated prob too small, placed icl with higher vault."